Event description:
It was reported to philips that the system's 24v power supply was lost, causing the dual fluoro image to not be displayed on the screen. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The aneurysm procedure was delayed and rescheduled to a future date. A philips field service engineer (fse) visited the site and confirmed that the dual fluoroscopy images were not shown on the flexvision screen. The fse found that the 24v power supply was cutting out, causing the dual fluoro image not to be displayed on the flexvision screen as the wall connection box (wcb) and the 24v power supply were intermittently losing connectivity. The fse replaced both wcb¿s and the dc power supply in the main cabinet. Analysis of the log file did not indicate an issue. The returned parts have all been analyzed and only one of the two wcb¿s (wcb 2.2 tx full) was malfunctioning. After the replacement of the wcb¿s and dc power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.